Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the device withheld therapy for slow ventricular tachycardia. Because the patient's heart rate did not suddenly increase, the withholding was due to the onset feature being programmed on - which is normal device detection behavior - however the physician will likely turn the onset feature off for this patient. The device remains in use. No patient complications have been reported as a result of this event.